Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during the open radical cystectomy-cardiac procedure, the surgeon found that the tip of the blade had broken off. The piece was retrieved. No pt consequence.